Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. A 57 year old male experienced a supracondylar fracture of left femur in (B)(6) 2012 and was treated with a lcp distal femur plate on an unk date. On (B)(6) 2012, it was discovered the plate was broken. Hardware was removed on an unk date, pt was revised to a dfn nail. During removal, it was noted the 412.220 locking screw as stuck in the plate and 1 unk locking screw the head was broken off. It is not known if the shaft remains in the pt. No further information was available. This is 3 of 3 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment not diagnosis. The dimensions of the locking screw were checked as far as measurable using a sliding caliper and found to be in accordance with the technical drawing of the producer. The chemical composition of the broken locking screw was tested by edx, qualitative. The screw was found to be made of ti-al-nb alloy. The locking screw broke below the screw head in the junction screw head to threaded part of the screw. After braking, the fragments rubbed against each other causing strong destruction of the fracture surfaces. When examining the fracture surface by scanning electron microscopy - sem - the initial fracture areas and the fracture behavior were identified. Patterns of ripples or fatigue striations were observed at the crack propagation zone and over the entire fracture surface. The presence of these striations is a clear indication of a fatigue process. Sem observations and findings showed that the screw failure was caused by fatigue and overload. Based on the topography of the fracture surfaces we can conclude that the implants had to absorb and neutralize high forces that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.

Manufacturer narrative:
Device was used for treatment, not diagnosis.